Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. The physician broke the handle to allow delivery sys release and the capsule was still attached as required. The pt was not injured following the procedure.